Event description:
It was reported that a small volume folfusor (7 day pump) did not infuse properly. This was observed during a nurse check-up five (5) days into the patient infusion with a chemotherapy drug. A drop did not appear at the end of the pipe (tubing) during the check, and insufficient drug was administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured november 29-30, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.